Event description:
We received a report from our office in the (B)(6) that a consumer experienced ocular pain in the left eye after the first time use of oxysept 1 step disinfecting solution and not using the neutralizing tablets. The pt sought medical treatment and was given three different "eye drops" (not further specified); it took seven (7) days for his symptoms to resolve. He indicated that his doctor told him he "singed" hie eyeball but not his cornea. The doctor told him he did not do any serious damage to his eye. His visual acuity is fine at this time. The pt complained that the warning on the product were not bigger.

Manufacturer narrative:
MFR date is unk. All pertinent info available to the MFR has been submitted.